Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "major play in bottom occlusion # 4 sensor" was not reproduced. A review of the event history log revealed "major play in bottom occlusion # 4 sensor" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the faulty force sensor and ds tubing guide depth measurement being far out of specification. The force sensor and ds tubing guide requires to replace to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had "major play in bottom occlusion # 4 sensor" during testing in the biomedical service department. There was no patient involvement. No additional information is available.